Event description:
It was reported that during a cholecystectomy, the clips kept open. Case was completed with the same like product. There was no patient consequence.

Manufacturer narrative:
Date sent: 11/07/2007. Information anticipated, but unavailable at this time.